Event description:
It was reported that the biomedical engineer (be) was presented with an external pulse generator (epg) that displayed a self-test error. The be removed the battery and reinserted it and the error message cleared. The be was able to force the error and subsequently clear the error again. The epg was returned for calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Self test was performed five times with no anomalies found. Analysis found the lower case and side bail covers are broken. Keyboard is scratched and the ring is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.